Event description:
It was reported to philips that the device cannot charge. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that this was a malfunction of the ac power module, the replacement for which was ordered, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.